Manufacturer narrative:
(B)(4)

Event description:
It was reported that the during a routine pulse generator change out, the physician accidently cut the right atrial lead and repaired it with medical adhesive and the suture sleeve. The lead was left implanted, pacing and sensing were noted normal. The patient was fine throughout the procedure and would be monitored closely.